Event description:
Physician attempting to insert triple lumen in right groin utilizing syringe for advancement of guidewire but it was noted that there was air leaking into syringe when aspirating for blood during procedure. Upon withdrawing the syringe and needle from site, and investigating the needle it was found that there was a crack in the hub.